Manufacturer narrative:
Upon interrogation, communication could not be fully established with the device. Analysis of the memory contents revealed that the device had detected multiple parity errors and found to be maxed out. After clearing the memory and re-downloading product code, the device communication was established successfully. It is believed that the cause of the field anomaly was due to data corruption caused by device exposure to radiation.

Event description:
It was reported that the device could not be interrogated. It was noted that the device was exposed to radiation and possibly may have damaged the device. The device was explanted.